Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited post-paced t-wave oversensing. The ICD was reprogrammed. The patient did not receive therapy during the oversensing. There were no patient consequences and was in stable condition.